Manufacturer narrative:
(B) (4).

Event description:
It was reported that a critical alarm was heard. This was confirmed by telemetry. Following interrogation and update it was noted that the pump had reset and was in 'safe state'. The pump was reprogrammed. It was later reported that the pump was replaced. The patient experienced underdose symptoms of increased baseline spasticity. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.